Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that only the connector portion of the fiber returned, indicating a broken fiber body. In addition, the connector face had burn marks. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break, leading to the reported complaint. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, two fibers made a cracking sound upon being attached to the console and no there were no power through them. Due to this, the procedure was completed using another device. There were no patient complications. The fiber was returned and analysis showed the fiber was broken. This report is for the one of the two fibers observed with a cracking sound.